Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the e394 communication error message was received for the device on the esg-400 generator. This is attributed to a faulty main board. In addition there are deep scratches to the top cover. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the e394 communication error message was received for the device on the esg-400 generator when the thunderbeat transducer was hooked up. There is no patient involvement and no harm reported to any patient. There is no allegation against the other devices used in conjunction with this device for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer's final investigation confirmed the e394 communication error message occurred due to a failure of the main board. However, the specific root cause of the main board failure could not be determined at this time. The manufacturer has determined there is no potential for this complaint to cause an adverse event.